Event description:
A report was received that the pt sustained a first degree burn from the charger 1.0. The pt did not seek medical attention as the only symptom was redness and pain. The issue only occurred once and the burn area healed. The burn area was the size of the charger, located over the implant site. The pt is reportedly doing well.